Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission. The thermogard hq console (sn (B)(6)) associated with the reported complaint will not be returned for evaluation. The distributor was advised to perform the following remedial actions: ensure the roller pump lid was fully secured; confirm that no led indicators remained illuminated after the lid was closed; and verify that the suk was properly installed in the roller pump compartment. Following implementation of the recommended actions, the distributor confirmed that the console operated as intended, passed functional testing without errors, and no further error messages were observed. Based on this information, the service was not required to be performed by zoll. The thermogard hq console was determined to be functional and was returned to clinical use.

Event description:
During shift check, the customer reported that the thermogard hq ivtm console (sn (B)(6)) displayed pump stop alert error message intermittently. No patient involvement.